Event description:
An attorney reported that a female patient, who previously used renu with moistureloc multi-purpose solution, developed a fusarium fungal infection. In december 2005, while the patient was in another country, she began to experience a painful infection in her right eye. Upon her return she sought medical treatment from an eye doctor. However, her pain and symptoms increased. In february 2006, a corneal specialist started the patient on an unspecified fungal treatment. It was noted that the patient had a "crater" in the involved eye and her cornea had thinned to 1/3 of its normal thickness. The patient was subsequently hospitalized for 2.5 weeks. The patient's right eye sustained minimal damage. Intensive treatment persists and it is unknown if further treatment or operations may be necessary.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.